Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 335 mg/dl. The customer¿s current blood glucose was 278 mg/dl. The customer had symptoms like nausea and dehydration. The customer treated with manual injections. Customer was wearing the insulin pump at time of hospitalization. The customer also reported sensor glucose and blood glucose were not within acceptable range. Blood glucose value from reported event was 200 mg/dl. Sensor glucose value from reported event 55 mg/dl. The products will not be returned for analysis.